Event description:
A customer reported that while using the x8-2t transducer with the epiq ultrasound system, the patient¿s throat was found bleeding after interventional surgery. The patient was normally hospitalized for observation after surgery and was given liquid food with atomized drugs to reduce inflammation and detumescence. It has been confirmed the patient has recovered. A philips field service engineer replaced the transducer to resolve the customer's issue.

Manufacturer narrative:
An investigation is underway for transducer evaluation and to determine root cause.

Event description:
Correction: the transducer system serial number was inadvertently documented in the record. The actual system serial number has been updated to (B)(6).

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
An evaluation of the transducer was performed. Based on the visual evidence provided in the pictures and physical examination of the transducer, the area identified by the customer is not the cause of the patient injury. There is no indication that the specific transducer under analysis had defects which could have led to the harm claimed by the customer. There were no sharp edges or other such shape defects.